Event description:
The pt was bilaterally implanted with smooth low bleed gel filled mammary prostheses on 7/25/1988. Subsequently, the pt experienced bilateral ruptures and auto-immune type symptoms. The devices were removed on 8/18/1997.